Event description:
The patient is hearing at cl=1 while programming with the sprint speech processor. Explantation/reimplantation surgery is scheduled for 2002. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.